Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was foreign material in the secondary water supply channel. However, foreign material could not be removed from the secondary water supply channel. In addition, service found the insertion tube was snaky, the video cable was scratched, the suction port, and the instrument channel port was worn, and the protector, and the switches were aged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the secondary water supply channel was clogged with foreign material. The customer reported the secondary water supply channel was gradually clogged recently, so it is difficult to determine the specific time of occurrence. The reported issue was observed while preparing the subject device for use during a diagnostic enteroscopy. The intended procedure was completed using another device. There was no delay in the procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing of the scope. Olympus will continue to monitor field performance for this device.